Manufacturer narrative:
Additional information; h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -9.00 diopter got stuck in the injector when the doctor tried to implant the lens on (B)(6) 2024. No patient injury was reported and the doctor used the backup lens. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.